Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging the cap was hard to remove/ replace on her onetouch lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6), 2011. The customer care advocate (cca) was advised the patient does not take medication to manage her diabetes. It is not known what action the patient took at the time of the alleged issue. About 20-30 minutes after the alleged issue begun, the patient claimed she felt symptoms of shaky, irritated and light headed. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through the proper technique to resolve the alleged product issue. A replacement lancing device was still sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to the reported issue with her lancing device.